Event description:
(B)(4).

Manufacturer narrative:
The edi catheter was discarded by the facility; therefore, no investigation has been possible. We are therefore, unable to provide or determine the true cause of the reported pin hole pressure. (B)(4).